Manufacturer narrative:
(B)(4). The complaint bc328 infant interface headgear is not expected to be returned to fph (B)(4) for investigation. Our analysis is accordingly based on the event description, and on the photograph and additional information provided by the hospital. The photograph provided by the hospital staff showed that the infant had a red mark on the forehead which had scabbed over. The fph infant nasal mask and prongs had been used on the infant alternately for several days before the red mark on the forehead was observed. Additional information received from the hospital revealed that they did not notice "if the foam block on the interface had been inadvertently incorrectly placed directly on the forehead or placed correctly between the straps of the headgear." The bc328 headgear is used in conjunction with the nasal tubing, nasal prongs and mask to ensure that these infant interfaces are correctly positioned and fitted on an infant. The hospital staff confirmed that they are experienced users of the fph infant interface devices, however, the staff also indicated that the fph nasal tubing "sometimes doesn't quite get used often enough for many of the nurses to get completely familiar with it, especially the new nurses, and have found it to be applied incorrectly at times in the past". The reported red mark on the forehead of the infant is most likely due to the incorrect positioning of the nasal tubing and bc328 headgear. The user instructions that accompany the fph infant interface headgear indicate in pictorial form the correct setup and use/fitting of headgear, and states the following: "do not over tighten the infant headgear straps." "The fisher & paykel patient interface system is intended for use by adequately trained medical practitioners. Please contact a f&p representative for suggested training material." No medical or surgical intervention to the infant was reported. The hospital further confirmed that the infant's skin injury was healing well. (B)(4). An fph field representative has confirmed that the hospital staff were trained on the proper use and fitting of the fph bubble CPAP system, including the bc328 headgear, and that regular training is also being conducted throughout the year with hospital staff.

Event description:
During a visit to one of the hospitals in (B)(6), a fisher & paykel healthcare (fph) field representative observed that an infant sustained a skin injury while on fph bubble CPAP nasal tubing and bc328 infant interface headgear. The infant had been alternating between the nasal prongs and nasal masks for several days when the red patch was noticed on the forehead. The interface was removed and the infant was placed onto a humidifier oxygen cannula instead. Comfeel, a protective layer, was placed over the red area for protection. It was further reported that the red mark was still apparent but had scabbed over. It was healing well with no anticipated long term consequences.